Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call the insulin pump had a button error alarm and a high blood glucose event. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer's spouse stated that the insulin pump buttons were unresponsive after possible exposure to moisture. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a high blood glucose of 500 mg/dl and treated with manual injection. Unable to troubleshoot for high blood glucose due to unresponsive buttons. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the self test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Moisture damage found on the lcd board. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.